Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown glenoid, unknown, unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02782, 0001825034 - 2018 - 02784.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty. Subsequently, the patient is being considered for a revision due to unknown reasons. No further information has been provided.